Event description:
Doctor reported to the sales rep, that a patient came in with pain. He took x-rays and observed that the plate was bent and broken. A revision surgery was performed.

Manufacturer narrative:
Investigation in progress but not yet complete.